Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.